Manufacturer narrative:
High flow rate was noted from the arterial line after priming. Flow testing of the arterial dpt showed that fluid passed underneath poppet when flush device was at the closed position. The cap was slightly tilted to one side and did not completely fit onto the dpt housing. The poppet was dislodged after being activated and did not close with fluid path. No visible defect was observed from the poppet.

Event description:
Valve did not function properly, allowed 500 ml bolus/hr.